Event description:
It was reported that the patient experienced low glucose episodes and tended to overtreat hypoglycemia while also not consistently announcing meals or snacks, leading to challenges with glycemic control that were addressed through troubleshooting and education. Symptoms included hypoglycemia with a low of 56 mg/dl. Outcomes included the need for oral glucose to treat hypoglycemia and patient education on meal announcements, carbohydrate entry, and snack management. Investigation included a review of use patterns and patient coaching regarding meal announcement and hypoglycemia treatment. Investigation of this case revealed user management issues related to overtreatment of hypoglycemia and inconsistent meal announcements without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved through education and reinforcement of proper meal and hypoglycemia management practices.